Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel. Additional emdrs were submitted to represent the bard/davol two composix mesh e/x. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix e/x on (B)(6) 2003 and (B)(6) 2004 and a composix kugel hernia patch on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient underwent revision surgery on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #3). Two supplemental emdrs were submitted to represent the bard/davol two composix mesh e/x (device #1 and device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix e/x on (B)(6) 2003 and (B)(6) 2004 and a composix kugel hernia patch on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient underwent revision surgery on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant with composix e/x mesh (device #1). Per op notes, "a composix e/x mesh (device #1) was placed, sutured and tacked." (B)(6) 2004 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant with composix e/x mesh (device #2). Per op notes, "the old mesh (device #1) was quite adherent. A composix e/x mesh (device #2) was placed, sutured and tacked." (B)(6) 2005 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant with composix kugel (device #3). Per op notes, "a composix kugel (device #3) was placed and sutured." (B)(6) 2017 - patient was diagnosed with abscess, infection, fistula thereby underwent partial removal of mesh (device #1, #2 & #3). Per op notes, "the small bowel densely adherent to the mesh (device #1, #2 & #3) and had fistulized into the mesh was resected and anastomosis was done." (B)(6) 2017 - patient was diagnosed with infection, fistula thereby underwent explant of mesh (device #1, #2 & #3). Per op notes, "adhesiolysis was performed. The mesh (device #1, #2 & #3) was excised with multiple tacks and sutures."